Manufacturer narrative:
Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for a couple of weeks the patient has not been able to walk, they keep falling and hitting their head, they cannot speak very well, they cannot see right, they can barely sit up, and they are not getting any sleep. Last week, the patient cracked their head open and their head was bleeding. The patient went to the ER and had an MRI and cat scan and then the patient was sent home. When the caller arrived at the patient's home on day of report, they were passed out and lying on the floor. The caller brought the patient to a doctor appointment, and the doctor told the patient that their therapy was off because the ins battery level was 0%. The patient did not know why the ins battery level was 0%. The patient was trying to charge the ins for a couple of days, but did not seem to be making any progress. The caller mentioned that the patient's doctor told them that everything looked fine with the ins and recharger. During the call, the patient kept seeing the 'reposition antenna' screen on the recharger. At times, the recharger was able to make a connection to the ins, but all of the coupling bars were empty. Agent was able to confirm that therapy was off when the caller described the ins charging session screen. The caller repositioned the antenna, but they continued to see the 'reposition antenna' screen. Agent had the caller use the patient programmer to check the ins, and it had no issue synchronizing with the ins. The caller could see the 'rechargeable battery is in a discharged state' warning screen on the patient programmer. Agent had the caller place the recharger antenna over the ins again, but they continued to get the 'reposition antenna' screen. The recharger antenna cord was not damaged. The caller stated that the patient lived alone and replacing the recharger antenna would not be feasible for them, so agent sent an email to the repair department to request a recharger. The patient was advised to follow up with their healthcare provider to further address their symptoms and they do have an appointment scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported that they reached out to the patient a nd family to troubleshoot. The rep saw that the recharger got 8 coupling bars right away but then coupling bars would be lost right when the patient moved. The patient has such bad dyskinesia's that they move around a lot. The rep told the family that they would be sending adhesive discs to try. The patient may also try an ace bandage. The rep doesn't suspect ins to be flipped/too deep as the patient doesn't have connection issues when they aren't moving around. The rep stated it was hard because when the patient's implantable neurostimulator (ins) was low the healthcare provider wasn't able to read battery or make adjustments so the goal is to get the ins to at least 50% and try charging with adhesive discs.